Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needles would not deliver insulin during the injection. This occurred on 2 separate occasions, but the dates are unknown. The consumer reportedly did not prime before use, and the outer cover rolled onto the floor when set down. The following information was provided by the initial reporter: "consumer reported 2 pen needle would not release insulin when injecting. Does not prime before use, only once when starting new insulin pen. Stated, when she removes outer cover and puts it down, it rolls onto the floor."

Event description:
It was reported that the bd ultra fine¿ pen needles would not deliver insulin during the injection. This occurred on 2 separate occasions, but the dates are unknown. The consumer reportedly did not prime before use, and the outer cover rolled onto the floor when set down. The following information was provided by the initial reporter: "consumer reported 2 pen needle would not release insulin when injecting. Does not prime before use, only once when starting new insulin pen. Stated, when she removes outer cover and puts it down, it rolls onto the floor."

Manufacturer narrative:
Investigation: customer returned two (2) used 31g x 5mm bd pen needles from lot 8282555. Consumer reported 2 pen needle would not release insulin when injecting. Both returned samples were examined, and it was observed that both had bent non-patient end (npe) cannulas; however, no evidence of manufacturing defects were observed on either sample. As both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.